Event description:
Additional information was received from the patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. They reported that they believe "it quit working." Patient was up to 2.4ma when they called a week or so after surgery and they were doing excellent, best results they could ever imagine. About a week to 12 days ago patient went to connect to implant and the stimulator was off, so they turned it back on and the number was down to zero. Patient turned it up and couldn't get past 1.4ma and it really "zinged" them. They were at the doctor's and laying on their back and if they moved a little bit it "shot like it was out of place or something." It hurt like having a really bad cramp in there. When patient straightened out it went away. In patient's mind, the wire came loose, they noted that is kind of the way it feels. Patient said they had no falls or accidents. Patient did note that they did lift a suitcase though. They are in washington state now and won't be home until friday. Patient is at 1.6ma ,if they go to 1.8 ma they noted it feels like something sharp shooting in their behind. Patient noted at 2.0ma they feel it right at their rectum, a dull constant feeling. Patient noted at 2.1ma they feel a shooting sharp feeling. Patient said they went a week and half without it off, and then later said they went about two weeks with it off. Patient felt like they were peeing a lot. Patient has been at 1.4ma for almost a week and 1.6ma for a day. Last night they were up 3 times and at 1.4ma. Before this all stated they were at 2.4ma or 2.6ma on program 3. Agent told the patient they need to follow up with their doctor. Patient said they have an appointment on november 10. Agent told patient to call in and give them an update to see if they want to see them sooner or have them take different actions.

Manufacturer narrative:
Concomitant medical products: product ID 978b133 lot# (B)(4) serial# implanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.